Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type catheter analysis of the pump found that there were no anomalies. Analysis of the catheter found that the catheter body was deformed in shape/abrasion, and it did not affect infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 455 mcg/day) via an implanted pump. The patient¿s medical history included cerebral palsy and depression. Concomitant medications were oyster shell calcium, deprovera, ditropan xl, vitamin d3, baclofen pn, abilify, buspar, and prozac. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2017 the patient was taken to surgery for a pump replacement as the pump was nearing eol (end of life). When the existing catheter was disconnected from pump, there was no retrograde flow of csf (cerebrospinal fluid). The spinal segment of the catheter was found to be migrated out from the intrathecal space, coiled at the exit site from the spine, and scarred into the fascia and muscle. The catheter was completely removed and replaced with a new catheter. The patient had not exhibited any symptoms and had been on a stable dose of 455 mcg/day via flex programming. There were no environmental, external, or patient factors that may have led or contributed to the issue. After the catheter was replaced, the infusion rate for the new pump was set at 96 mcg/day and the patient admitted for 23 hours of observation. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer.